Event description:
Complaint is reported as: the balloon on the et tube failed to inflate prior to use on a pt.

Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was received for eval, however, the investigation was not complete at the time of this report.